Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to the button keypad anomaly. The pump passed the stop current test. No blank display anomaly was noted. However, moisture damage was found on the lcd board. The pump had cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display and button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was not responding to the button pushes which prompt the customer to change the batteries. When the customer changed the batteries, the pump started counting down and eventually went blank. The customer will be sent a replacement pump. The customer will return the pump for analysis.